Manufacturer narrative:
(B)(4). Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(4) 2022 a 13.2mm, vticmo13.2, -10.50/3.0/091 (sphere/cylinder/axis), implantable collamer lens tore/broke before/during loading, there was no patient contact. On 30-jul-2022 a replacement lens was implanted and the problem resolved. In the reporters opinion the cause of this event was unknown.